Manufacturer narrative:
Continued from d11: 8100(2); pri tubing (2). The report of backflow and a check valve failure was not confirmed. Only the device logs and customer dataset were received for investigation. The pcu event log contained no obvious programming errors that would result in the reported event. A review of the device error logs found no errors during the time of the reported event. Log analysis results: the pcu event log shows pump module s/n (B)(6) was programmed to infuse a basic infusion running at 10ml/hr with a secondary infusion of magnesium sulf inter replacement 5gram/110ml (drugid 368) at a rate of 36.7ml/hr at 11:26 am on (B)(6) 2021. At 11:50 am, the user channeled the device off. At 12:33 am, the user restored the previous basic primary infusion running at 10ml/hr and started the infusion. 19 seconds later, the user channeled the device off. The volume recorded as being infused during this period was 0.03ml for the primary infusion and 13.9ml for the secondary infusion. The root cause of the reported backflow and check valve failure was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 09 january 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 12 january 2021 and indicated that this device has been previously returned 1 time for service for an issue unrelated to the reported complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no device received-log review only.

Event description:
It was reported that magnesium sulfate 5g/110ml was hung as a secondary infusion with a rate of 36.7ml/hr with a volume to be infused at 100ml over 3 hours. Just after 12:00, the nurse was about to start mobilizing the patient and noted that magnesium sulfate bag was almost empty. The nurse paused the infusion to check that the infusion was set correctly and it was verified to reading at 36.7ml. The infusion was stopped and patient was disconnected from the infusion. Laboratory testing of the fluid in the primary medication bag revealed presence of the secondary medication. The event occurred in the intensive care unit (ICU).there was no patient harm. Close monitoring of vital signs were required for a few hours.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Per previous discussion with the customer, it is their policy not to provide any patient information.

Event description:
It was reported that magnesium sulfate 5g/110ml was hung as a secondary infusion with a rate of 36.7ml/hr with a volume to be infused at 100ml over 3 hours. Just after 12:00, the nurse was about to start mobilizing the patient and noted that magnesium sulfate bag was almost empty. The nurse paused the infusion to check that the infusion was set correctly and it was verified to reading at 36.7ml. The infusion was stopped and patient was disconnected from the infusion. Laboratory testing of the fluid in the primary medication bag revealed presence of the secondary medication. The event occurred in the intensive care unit (ICU).there was no patient harm. Close monitoring of vital signs were required for a few hours.